Event description:
IV nurse attempted to start an IV in pt's left hand. Site appeared good with good blood return. Unable to thread catheter into vein. Catheter removed and examined. Tip of catheter appeared frayed. There have been at least 10 reported similar incidents but catheters were not saved nor were details preserved.